Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: radiopaque c-marker visible inside the patient body, detached from esheath. Based on the separated c-marker, the complaint difficult to remove can be confirmed. Procedural video showed a dissection of the iliac vessel. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed by the provided imagery. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. However, no manufacturing non-conformances were identified during evaluation of the complaint device. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. In this case, ''at removal of the delivery system, there was a lot of resistance through the esheath, therefore, it was decided to remove the introducer and delivery system as a single unit.'' Additionally reported, the patient had a ''stenosed artery with previous surgical scar.'' Access vessel characteristics such as severe scarring can create a challenging pathway for delivery system advancement through and withdrawal into the sheath. Scarring can create a restricted pathway or constrained condition resulting in a non-coaxial withdrawal angle between the sheath and delivery system, contributing to the distal end of the delivery system catching onto the sheath tip. However, without applicable procedural imagery or return of the complaint device, a definitive root cause is unable to be determined. Available information suggests that patient factors (scar tissue) and/or procedural factors (non-coaxial withdrawal) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-11488. Complaint reference number: (B)(4). The investigation is ongoing. The device was discarded.

Event description:
As reported, it was a case of a 26mm sapien 3 ultra transcatheter heart valve, by right femoral approach. The patient had challenging femoral access due to previous renal surgery that affected both iliac arteries. During removal of the delivery system after successful valve deployment, it was noted that there was a lot of resistance through the esheath. Therefore, it was decided to remove the introducer and delivery system as a single unit. A new introducer 16f was inserted to minimized bleeding. Vascular angiogram showed dissection at mid right iliac level. The patient became unwell with low blood pressure and severe back pain. An intervention was performed to control bleeding with a hemostatic balloon until 2 stents was successfully implanted with good result. The procedure had a good outcome in the end and the patient was discharged home.